Event description:
Reporter indicated a vns programming wand would not interrogate a newly implanted vns patient. The suspect programming wand has been requested for return but has not been received to date.